Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast implantation procedure with unspecified mentor breast implants and experienced ¿suffering¿. No other symptoms, device issues, or additional information was provided. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Since the devices are unknown, they will be defaulted to saline implants. If additional information is received, the device information will be updated, and supplemental report shall be submitted. This report is for the first of two devices.

Manufacturer narrative:
On mar 28 2021, additional information was received: patient date of birth: (B)(6) 1969. Date of implantation: (B)(6) 2002. Date of explantation: (B)(6) 2019. Patient race: caucasian. Patient age at the time of event: 33 years old. The devices were confirmed to be unspecified mentor saline breast implants. The patient also reportedly experienced pain in right breast, unspecified autoimmune issues, breakouts on chest, changes in menstrual cycle, hormone issues, weight gain/loss, back/shoulder pain, and dehydration. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Patient code e2402: generalized illness. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).